Manufacturer narrative:
Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The subject device cannot be returned for evaluation as it remains implanted within the patient. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) could not be reviewed, as the device serial number was not provided. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "magna ease bioprosthetic aortic valve: mid-term haemodynamic outcomes in 1126 patients"; authors: stephen d. Thorpa, jawad khazaal, grace yub, jessica l. Parker, and tomasz a. Timek the following events were identified: (B)(4). 1 patient with a 3300tfx pericardial aortic valve required additional surgery due to dehiscence. The additional surgery did not result in explant of the aortic valve. Events identified within the article not to be captured in complaints: 37 patients with 3300tfx pericardial aortic valves expired within 30 days of the initial implant procedure due to unspecified causes. 27 patients with 3300tfx pericardial aortic valves expired while in-hospital due to unspecified causes. 3 patients with 3300tfx pericardial aortic valves required additional surgery due to aortic aneurysms. 2 patients with 3300tfx pericardial aortic valves required additional surgery due to ventricular pseudoaneurysms. 1 patient with a 3300tfx pericardial aortic valve required additional surgery in the form of heart transplant due right ventricular failure. 33 patients with 3300tfx pericardial aortic valves experienced a stroke post implant. 357 patients with 3300tfx pericardial aortic valves experienced atrial fibrillation after the initial implant surgery. 40 patients with 3300tfx pericardial aortic valves required pacemaker implantation after the initial implant surgery. 68 patients with 3300tfx pericardial aortic valves experienced renal failure after the initial implant surgery.